Manufacturer narrative:
Conclusion: a fatigue breakage of lead wire of the conductive link is suspected to be the root cause of device failure. As the device has been received incomplete the exact location of the fractures could not be determined. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a combined initial and final report.

Event description:
After continuous monitoring the user did not have any benefit so the device was explanted. The user also had occasional intermittencies with the device.